Manufacturer narrative:
(B)(4). The patient experienced a product problem on same device.  The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 05/03/2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause could not be determined. No additional patient or event information is available.